Event description:
Follow up reported it was a lead migration. It was unknown if there would be a revision.

Event description:
It was reported that the patient was seen postoperatively, programmed, and trained on recharging. Approximately eight weeks postoperatively the patient complained of abdominal stimulation and was reprogrammed to remedy the unwanted stimulation. At the same time the patient complained of pocket tenderness. The patient was told that the tenderness should subside. About a month later it was reported that the patient was still sore at the incision site. The patient was told that the discomfort could last a while, but the device was functioning properly. It was noted that at some point the patient experienced a burning sensation and less than 50% therapy relief. On (B)(6) it was reported that the patient was being shocked by device, even when it was off, and that his wife could feel the shocking through his skin. The patient was initially unable to be seen because of soreness, but was able to be seen the following day where he was reprogrammed and better stimulation was achieved. The manufacturer representative who reprogrammed the patient was not able to replicate any of the "shocking" the patient had experienced. A complete system analysis was performed and found everything to be functioning normally with nothing out of specification. The better stimulation achieved through reprogramming lasted for about a week before the patient lost it. X-rays were reviewed and it was reported that the patient's lead was at the top of t7. A recommendation was made to his case manager that he see an hcp for a lead revision to move the lead lower. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).